Event description:
On (B)(6) 2010, the patient was implanted with a trial lead. The doctor took a CT scan of the patient after the procedure and the results were negative. Later that night, the patient reported being in severe pain and was taken to the emergency room via the paramedics. On (B)(6) 2010, the emergency room doctor removed the trial leads and performed a laminotomy to remove an epidural hematoma.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.